Manufacturer narrative:
Concomitant products: product ID 3093-28 lot# v312686 serial# implanted: (B)(6) 2009 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the doctor removed the lower portion of the lead, cut it off, and left the lead attached to the ins implanted. The patient was not receiving therapy after getting the ins replaced. It was unknown what factors led or contributed to this issue. The impedances were checked in the office by a nurse. All programs checked per patient. The stimulation was turned up and they changed the program. The patient reported diarrhea and theleads were scheduled to be replaced. The lead was not working and needed to be replaced. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the physician's office had the patient turn off their device for 1 week but the patient continued to have diarrhea and started with vomiting and other symptoms which continued. Patient is reportedly following up with their primary care physician to see why they are sick. It was reported that the patient had at least 50% change prior to symptoms. No further information reported.